Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 investigation conclusion code: adverse event related to patient anatomy and/or condition. The complaint for 'leaflet damaged while capturing' was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests that procedural factors likely contributed to the event. Per the information provided, the physician faced difficulties while grasping, requiring multiple attempts, different angles and maneuvers to insert the leaflets. This may lead to the retention elements of the implant damaging the anterior leaflet. The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda)' was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests that both patient conditions and procedural factors likely contributed to the event. Per the information provided, the thin posterior leaflet made grasping difficult, leading the physician to try and optimize the leaflet insertion by grasping multiple times and performing different maneuvers, which finally may have caused the leaflet to slip out of the implant clasp. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, these events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal/precision IFU and training materials provide adequate instructions on device usage and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.

Event description:
Per report received from australia- edwards received notification of a pascal precision ace in mitral position where during procedure a single leaflet device attachment (slda) occurred after release of the first device. Grasping of the thin posterior leaflet (9-10mm) was difficult throughout the case, so multiple attempts were made and the physician tried various angles and maneuvers to have the most leaflet inserted. All pre-release imaging and checks were completed, and it showed no signs of poor capture or risk to deploy. The first device was released a2p2 (12-6 orientation). Posterior leaflet was released first and upon anterior leaflet release, the posterior leaflet detached and became an slda. A second pascal ace device was successfully implanted laterally to slda to secure the first device. Physicians were already considering the possibility of implanting a second device. Additionally, there could have been a small perforation of the anterior leaflet during the implantation of the first device through the various positioning maneuvers. This did not affect final mitral regurgitation (mr) reduction. Starting mr grade was 4+, when the slda happened remained 4+ and post-procedure 3+.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.